Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during preparation to treat an atrial fibrillation (a fib) presented a difficult to load the guidewire, flushing was difficult too and air bubbles were noted on the proximal end of the side port. Catheter was prepared in accordance with the instructions for use (IFU) and under direct supervision. Both the side port and middle lumen. Despite this preparation, there was significant difficulty in loading the rosen wire through the middle lumen. The guidewire cannot be loaded fully into the catheter. Slow flow through the side port, this was connected to a continual dripping system, with pressure applied as needed. Despite these measures, the flow from the side port was notably slow, suggesting a potential issue with the catheter's design or internal structure. Air bubbles were observed at the proximal end of the side port. Multiple attempts were made to remove the trapped bubbles through flushing and aspiration, but these efforts were unsuccessful. It was suspected that the side port was partially blocked, which could explain both the slow flow and the inability to clear the bubbles. As a solution the catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Event description:
It was reported that a farawave 31 mm during preparation to treat an atrial fibrillation (a fib) presented a difficult to load the guidewire, flushing was difficult too and air bubbles were noted on the proximal end of the side port. Catheter was prepared in accordance with the instructions for use (IFU) and under direct supervision. Both the side port and middle lumen (intended for wire insertion) were flushed as per the IFU. Despite this preparation, there was significant difficulty in loading the rosen wire through the middle lumen. The guidewire cannot be loaded fully into the catheter. Slow flow through the side port, this was connected to a continual dripping system, with pressure applied as needed. Despite these measures, the flow from the side port was notably slow, suggesting a potential issue with the catheter's design or internal structure. Air bubbles were observed at the proximal end of the side port. Multiple attempts were made to remove the trapped bubbles through flushing and aspiration, but these efforts were unsuccessful. It was suspected that the side port was partially blocked, which could explain both the slow flow and the inability to clear the bubbles. As a solution the catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. It is found a build-up of adhesive in the discharge tube, this build-up does not affect the operation of the device. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all test performed, showing no evidence of the reported failure.